Manufacturer narrative:
There is no data to support a philips malfunction. Per information obtained from the biomed site manager, there is no allegation from the risk manager or any other hospital staff that any philips product caused or contributed to the adverse event on (B)(6), 2018. To his knowledge, there was no delay in treatment. The patient expired over a week after (B)(6) and it¿s believed the cause is not related to the adverse incident. Retrospective data was requested for review and documentation purposes only. A review of the piic alarm logs file from (B)(6), 2018 for bed (B)(6) at approximately 03:15pm (15:15) shows that the alarms were fucntioning normally. From 15:13:10 to 15:35:15 for bed (B)(6) there were a total of sixteen (16) three star red alarms annunicated at the central station, consisting of red alarms for brady, apnea, vent disconnect, vent fib/tach, and vtach in the 22 minute timespan which were annunciated at the central station. These alarms alerted the users to the patient condition.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the information center may have failed to alarm. The event occurred on (B)(6) 2018 in bed 617 at 03:15 pm (15:15) . The patient experienced a cardiac event. The patient expired nine days later on (B)(6).